Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance got hospitalized on several occasions due to low blood glucose on (B)(6) 2016. The customer had blood glucose of 24 mg/dl at the time of the incident. The customer was at 142 mg/dl at the time of the call. The customer used food, juice, and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is no longer available. The customer believes the pump may have over delivered. The customer has 2 meters which give different readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.